Event description:
The reporter called and alleged a discrepant result when compared to the lab. The reported device result/lab inr was >8.0/5.0. The device was replaced and requested to be returned for eval.